Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part and lot numbers were not reported, and the packaging was not returned. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported patient effects of pseudoaneurysm, bleeding, ischemia, thrombosis, stenosis, and hematoma are listed in the perclose proglide instructions for use, as known patient effects of use with suture mediated closure device procedures. Based on the information provided, a definitive cause for the reported patient device interaction problem and patient effects, and the relationship to the product, if any, could not be determined. The subsequent treatments were likely related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This study investigated the safety and efficacy of total percutaneous closure of the femoral artery access site post-endovascular aortic repair (evar) compared with veno-arterial extracorporeal membrane oxygenation (va-ECMO). Total percutaneous closure for the site of femoral arterial puncture using perclose proglide (pp) which has become prevalent post-percutaneous evar and va-ECMO. This was a retrospective observational study conducted over 4 years, including 88 patients who underwent evar (64 patients) and va-ECMO (24 patients). Perclose proglide devices were used in the femoral artery puncture sites closed percutaneously. In this study, technical success was defined as successful arterial closure of the common femoral artery (cfa) without additional surgical or endovascular procedures to prevent vessel leaking. Access site complications, including overt bleeding requiring transfusion or surgical intervention, minor bleeding, tinea cruris, pseudoaneurysm, and lymphocele, were recorded 24 h and 30 days after arterial closure. The study concluded each group¿s technical success rates were 95.8% (va-ECMO) and 92.2% evar, respectively. There were no differences in the periprocedural complications of major bleeding, pseudoaneurysm, minor bleeding, acute limb ischemia, and groin infection. There was no significant difference in the technical success rate of percutaneous closure by the pp device in the evar and va-ECMO oxygenation groups. Although some complications were noted with all vascular closure devices discussed, the complications specifically for the proglide device included ((pseudoaneurysm, bleeding, ischemia, unspecified infection, thrombosis, hematoma, stenosis, medical intervention (additional closure device, blood transfusion), surgical intervention and failure to achieve hemostasis]). The study concluded that in general, the technical success rate and device-related complications are similar in the evar and va-ECMO patients. Specific patient information is documented as unknown. Details are listed in the article, titled "comparison of success rate and complications of totally percutaneous decannulation in patients with veno-arterial extracorporeal membrane oxygenation and endovascular aneurysm repair.¿

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated literature attachment: article title: "comparison of success rate and complications of totally percutaneous decannulation in patients with veno-arterial extracorporeal membrane oxygenation and endovascular aneurysm repair."